Event description:
Attorney's initial report alleged unspecified injuries due to a defective hernia repair device. Based on a review of medical records provided by the pt's attorney: on (B)(6) 2003, right inguinal hernia repair with kugel patch. On (B)(6) 2003, umbilical hernia repair with kugel patch. On (B)(6) 2003, laparoscopy, release of small bowel obstruction, explant of kugel patch implanted on (B)(6) 2003, implant of composix mesh to repair umbilical hernia. Pt presented with ileus versus small bowel obstruction and was found to have one loop of small bowel tethered to the anterior abdominal wall at the site of the umbilical hernia repair that appeared to be from a small peritoneal defect. Umbilical hernia mesh removed, however, no indication that the mesh was defective in any way.

Manufacturer narrative:
The pt's attorney initially reported a composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh. The pt is reported to have developed ileus and a small bowel obstruction four days after the kugel patch was implanted. According to the operative report from the procedure in which the mesh was explanted, the pt had a loop of small bowel that was tethered to the anterior abdominal wall resulting from a peritoneal defect. This was noted to be the causes of the small bowel obstruction. While the kugel patch was removed during this procedure, there is no indication that there was a failure of the mesh. No lot number has been provided and no sample has been returned; therefore, no mfg review or device eval could be performed. While it does not appear that a device failure has occurred, we are unable to reach a definitive conclusion based on the info provided. If add'l info is received, a supplemental MDR will be submitted. Refer to MDR 1213643-2012-00376 for info regarding the kugel patch implanted on (B)(6) 2003. There does not appear to be an adverse event related to the composix mesh implanted on (B)(6) 2003.